Event description:
It was reported that the patient was in atrial fibrillation (af) for a few days with rapid ventricular response and the implantable cardioverter defibrillator (ICD) had withheld therapy. The patient then had a classified episode as ventricular tachycardia (vt) during atrial arrythmia which the device identified as double tachycardia. The patient received inappropriate therapy. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1388t pacesetter lead implanted: (B)(6) 2000. (B)(4).